Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-31033, 3006705815-2020-31034, 3006705815-2020-31036, 1627487-2020-30732. It was reported that the patient experienced an infection at the incision site. As a result, the system was explanted and further information reveals the infection has resolved.